Event description:
It was reported that the device was found to be in backup vvi mode (bvvi) in the box. The device was not implanted and there were no adverse consequences.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. Interrogation of the device revealed the device was in backup mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error, caused by high current drain. The device was no longer able to be interrogated during analysis. The device was cut open and found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion which resulted in reported field event.